Event description:
Port extracted and replaced. The diagram on the complaint record appears to indicate a leak in the tubing of the access port. Follow up findings: leakage at or near port tubing connector.